Event description:
It was reported that after attempting to negotiate the upper thoracic/svc venous anatomy that was very tortuous, the physician had to introduce the lead directly into the right atrium which required a longer lead. Another lead was used , which was longer, however it had difficulties being delivered but was finally placed in the right atrium and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. There was blood in/on helix mechanism. Full lead returned and analyzed.